Manufacturer narrative:
The insulin pump passed the displacement test. The insulin pump was received with no bolus button response due to unlocked lcd keypad connector. The insulin pump was received with cracked reservoir tube lip, minor scratched display window and cracked case at display window corner.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that customer experienced keypad anomaly. It was reported that the "b" button was not responding. Insulin pump will be replaced.